Event description:
It was reported by the nurse that the programmer "rebooted" on its own. The company representative will be contacted to run the service diskette on the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).